Manufacturer narrative:
The used device was returned loose in a sample bag. The lens was not returned. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid-nozzle. No damage was observed to the device. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause cannot be determined for the reported complaint. The reported plunger override was not observed. The lens was not inside the device upon return. The plunger was retracted to mid-nozzle. The plunger position relative to the lens during advancement cannot be determined. It is unknown if the qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during the intraocular lens (iol) implantation the plunger went over the lens. There was patient contact and the surgery was delayed for one minute and was completed with no other problems by using a back up lens. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).